Event description:
When plugged into machine, the device gave a device error and would not work. Anecdotally, this is not the first device of its kind to have similar issues occur. However, we do not have any information of those events at this time.